Event description:
It was reported that when the hospital nurse tried to load the coupler into the anastomotic instrument, one coupler ring came out of the wing jaw assembly (wja). The coupler device was discarded and a new coupler device from the same lot number was successfully used for the procedure.

Manufacturer narrative:
The product was not returned for evaluation. According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The ring retention force of the wing jaw assembly (wja) meets specification.